Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device fastener head broke, while fixating into the 3dmax light mesh. No additional information is received. It was reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2021. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ if/when sample is received and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate a bard/davol 3dmax light mesh into the tissue. It was reported that the head of the fastener broke and was cracked while fixating the mesh. As reported, a second optifix straight fixation device was used to complete the procedure. There was no reported patient injury.